Manufacturer narrative:
This ipg serial number was included in a field advisory. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg failed to communicate with external devices. Reportedly the patient's ipg would not hold a charge. In turn the ipg was deemed inoperable. As a result the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective stimulation was restored post operatively.